Event description:
While going on bypass at 12:30 pm the oxygenator on heart lung machine malfunctioned. Dr notified that the blood in the tubing had turned very dark in color. When vent went off bypass and began to manually ventilate the pt. After troubleshooting, realized oxygenator had a problem, went back on bypass without a problem.